Manufacturer narrative:
As part of normal complaint follow-up an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). The results of the evaluation revealed that no software or system error occurred, and that the root cause was failure of the user to follow the prescribed registration pattern for the tibia. Mako customer service held a training session for all makoplasty specialists to reiterate the conditions that can affect final registration.

Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. After cutting the tibia, the surgeon observed that the cut was rotated more than planned. The surgeon determined that the proper course of action was to complete the procedure using the manual instrument set. The surgeon was satisfied with the outcome of the procedure.